Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficult to remove (interference with subvalvular tissue). The reported patient effect of tissue injury was due to multiple grasping attempts. The hypotension appears to be cascading effect of the tissue injury. Tissue injury and hypotension are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances as medication was administered for the hypotension and another clip was implanted to treat the tissue injury and stabilize the hemodynamics. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, a mean pressure gradient of 1mmhg, and a prolapsed posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw (50609a2102) was then inserted, and grasping was performed. However, residual prolapse and residual mr remained (residual lesion). Therefore, the clip was repositioned slightly laterally, and grasping was performed. However, residual lesion persisted between the clips. Therefore, an attempt to reposition the clip was made, but due to lack of height and approximation achieved by the first clip, repositioning was not possible. Grasping was attempted, but due to interference with subvalvular tissue, mr control was inadequate. After several grasping attempts, leaflet perforation was observed. The patient¿s blood pressure dropped and was supported with inotropes (medication administration). The second clip was then deployed on the mitral valve, attached to both leaflets. To treat the tissue damage and stabilize the hemodynamics, a third clip, a mitraclip xt (50909r1002), was then inserted and grasping was performed. The lateral lesion was controlled. However, mr persisted from the perforated site at the second clip. The blood pressure stabilized, but the mean pressure gradient had increased to 10mmhg. It was noted that placement was unavoidable. Therefore, the third clip was deployed. The final mpg was at 9.2mmhg, and the mr remained at a grade of 4+. The steerable guide catheter (sgc) (50813r2090) was removed from the patient. However, a left to right shunt was observed. To stabilize blood pressure, an intra-aortic balloon pump (iabp) was implanted, and inotropic agents were administered. The patient was transferred to the intensive care unit (ICU). The patient was then transferred to surgery. The patient was reported to be stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.